Manufacturer narrative:
The reported fast-fix 360 curved needle delivery systems, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed simultaneously. An exact root cause cannot be determined with confidence with the limited clinical information provided; however, factors that could have contributed to the reported event include: multiple trigger advancements when deploying t1. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a knee arthroscopy, when the first peak (t1) of the "fast-fix 360 curved needle" was deployed and implanted, the second peak (t2) deployed simultaneously without being activated. In consequence, the thread was removed with the complete peak. The procedure was successfully completed without significant delay using a back-up device. The patient condition is stable and no damage was caused. No additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.